Event description:
It was reported that the patient underwent subject flow diverter stent implantation at right internal carotid artery-communicating (c7 segment), with baseline parent artery stenosis 0-25% on (B)(6) 2021. On (B)(6) 2023 (2y follow-up), adverse event ae#3 incomplete occlusion of target aneurysm was observed, both mrs/nihss as 0, physician decision to treat same target aneurysm with 1 ped. Ae outcome - recovering/resolving. This ae is not related to the study procedure, other stryker devices, probably related to study device, unlikely related to dapt and possibly related to disease under study. No more detail available as now.

Manufacturer narrative:
H3 other text : the device remains implanted in the patient.

Manufacturer narrative:
D4 expiration date - added. H4 manufacturing date ¿ added. Due to the automated mes (manufacturing execution system) there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated the ae resulted in the subject being hospitalized from (B)(6) 2023 for the procedure. An assignable cause of anticipated procedural complication will be assigned to the reported ¿aneurysm recanalization requiring retreatment¿ as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.

Event description:
It was reported that the patient underwent subject flow diverter stent implantation at right internal carotid artery-communicating (c7 segment), with baseline parent artery stenosis 0-25% on (B)(6) 2021. On (B)(6) 2023 (2y follow-up), adverse event ae#3 incomplete occlusion of target aneurysm was observed, both mrs/nihss as 0, physician decision to treat same target aneurysm with 1 ped. Ae outcome - recovering/resolving. This ae is not related to the study procedure, other stryker devices, probably related to study device, unlikely related to dapt and possibly related to disease under study. No more detail available as now.